Event description:
It was reported that 2 bd micro-fine ultra¿ pen needles had full insulin delivery issues. The following information was provided by the initial reporter : the customer reported that the needle gets stuck remarkably often and only part of the chosen amount of insulin remains in the body.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
H.6. Investigation summary: three open 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No. 320141. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on all three samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that 2 bd micro-fine ultra¿ pen needles had full insulin delivery issues. The following information was provided by the initial reporter : the customer reported that the needle gets stuck remarkably often and only part of the chosen amount of insulin remains in the body.